Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they needed to have an MRI of their liver. Patient said they lost their programmer and their implant hadn't worked for several years. Patient mentioned that the ins did not work from implant and that ins caused stimulation in their foot. Agent reviewed MRI guidelines with the patient and redirected the patient to their healthcare provider (hcp) to further address the issue. Agent sent the patient physician listings as patient stated their hcp moved or retired.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.